Manufacturer narrative:
(B)(4) d4: attempts have been made to gather all product identification information and no further information has been provided. G2: foreign - event occurred in japan. Visual inspection of the returned items performed. The size, item number and lot number etching is confirmed on the head however there is no etch to be verified on the bearing per print. The devices were returned no longer assembled with each other. The head has scratches and scuffs on the o.d. The bearing has gouges and scratches present on the top flat surface, inside chamfer, and o.d. Along with scratches inside the i.d. Dimensional inspection was performed and measurements were found to be conforming. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 6 month post-hip procedure, the patient underwent a hip revision due to dislocation to replace the head and bearing. Attempts have been made and no further information has been provided.